Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon is ordering a patient specific knee inlay for a planned revision because of normal and expected pe-wear right side. Doi: 15 years ago, dor: planned as soon as patient specific implant will be manufactured by depuy. There has been no allegation of any product deficiency.